Event description:
The device was implanted in 2004. The device was revised as a result of loosening secondary to osteolysis. At removal poly insert appeared worn with pitting and abrasion marks typical of third body debris wear. Explant date is unknown.